Event description:
Dear sir or madam, (B)(6). (B)(6) have experienced multiple serious safety issues with the sophi phacoemulsification system (rayner / this ag, switzerland) that is now cleared by FDA for marketing in the united states. Between (B)(6), (B)(6) documented repeated phaco tip breakages, including: several incidents of tip breakage during priming (no patient injury but clear device malfunction). A serious intraoperative incident in (B)(6) in which the phaco tip fractured (B)(6), requiring surgical management. For these events (B)(6) opened manufacturer cases (B)(4) with the (B)(4) manufacturer or authorised representative. The (B)(6) were sent to them for investigation, and (B)(6) a manufacturer incident report (mir) at their request. However: despite (B)(6), the manufacturer has refused to submit mirs/mdrs for these serious events to the (B)(6) and has informed us that case (B)(4) is closed with no mir to be filed. (B)(6) have not received any investigation report, root-cause analysis, corrective or preventive actions, or evidence that these serious (B)(6) have been reported to FDA under 21 cfr part 803.